Event description:
The surgeon, reports through our sales rep that: during a surgical procedure of osteosynthesis with a gamma 3 nail on a patient with a pertrochanteric fracture, after the insertion of the nail and the cephalic screw, when he tried to insert the locking screw in order to block the cephalic screw, he experienced some difficulties because the locking screw did not screw. The implant was not stable so the surgeon decided to extract the nail. To complete the surgical procedure, the surgeon used another gamma 3 nail; there was a delay in surgery procedure.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or pertinent information is received, it will be reported on a supplemental report.